Manufacturer narrative:
The reagent lot number was 86869600 with an expiration date of 31-oct-2026. Initial service visit: the field service engineer found an issue with the white tip of the sample probe, and he replaced the probe and the sipper tubing. He performed a system volume check, photomultiplier high voltage check, blank cell calibration, and analyzer performance testing. Second service visit: the field service engineer found a loose tube nut at the tube lifter connection and found crystallized residue, indicating minor leakage. He tightened the loose tube nut, inspected all procell flow paths for leaks or contamination, cleaned and checked valves and tubing, cleaned and lubricated all tube lifters, and cleaned the porcell and cleancell aspiration filters. He performed a system prime, conducted an instrument check, and repeated the samples. All results were acceptable and within specifications. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+beta results from the cobas 6000 e601 module. Sample 1: the initial result was 43.89 miu/ml, and the repeat result was 85.44 miu/ml. After the initial service visit, the customer had further questionable elecsys hcg+beta results. Sample 2: the initial result was 10124 miu/ml, and the repeat result the next day was 16932 miu/ml. Sample 3: the initial result was 48090 miu/ml, and the repeat result the next day was 94281 miu/ml. Sample 4: the initial result was 7512 miu/ml, and the repeat result the next day was 14440 miu/ml. Sample 5: the initial result was 20806 miu/ml, and the repeat result the next day was 35142 miu/ml. The repeat results were believed to be correct and reported outside of the laboratory.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue.